Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after insertion of the foley catheter, it was discovered that sterile water did not enter, with a possibility of cuff damage.

Event description:
It was reported that immediately after insertion of the foley catheter, it was discovered that sterile water did not enter, with a possibility of cuff damage.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Photo sample evaluation: received (3) photo samples. Visual evaluation of the photo samples noted an opened used temp-sensing foley catheter with syringe. Verified material number for catheter 119314 and manufacturing lot number ngjz2896. The second photos show an arrow mark towards trifurcation condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjz2896. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned syringe and immediately observed leaking out of a 0.013" pinhole at the base of the trifurcation. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Refer to CAPA 12182448 for further details. Corrections made to tab(s) d, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.